Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient only felt stimulation from their knee down to their feet but stopped feeling the stimulation in their lower back. The patient thought a lead might have moved or she needed to be reprogrammed and there were no reports of falls or trauma. There were no further complications reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that patient had met for reprogramming three times in the last one month. Impedance check was done, which was negative (within normal limits). Patient stated that ever since the stimulator and the leads were implanted, patient had been pain-free. Nothing out of the ordinary happened in the last month, but patient was not getting pain relief in her low back, buttocks and down the left leg. Patient had an upcoming follow-up appointment with their hcp on (B)(6) 2017. Patient was getting an x-ray done prior to the appointment and will discuss results with hcp. No falls were reported. No further complications were reported/anticipated.